Manufacturer narrative:
Additional information added to h3 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided picture confirmed the presence of dark particles in the filter, between the blood header and the blood compartment. The reported condition was verified. The cause was manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150 set, a dark foreign matter ¿on or in the filter¿ was observed. There was no patient involvement. No additional information was provided.